Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 443 mg/dl. The customer was treated with manual injection. Customer also reported that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer also reported that display was flashing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments/partial display, unexpected battery power loss and damage not found during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).